Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on anterior assessed as surgical damage. Other technical: brown particles observed in the fill channel. Additional observations: wear abrasion and crease fold observed on the device.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional, later reported, "particles in valve". Device has been explanted and replaced.